Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley near the grip cable. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, a fenestrated bipolar forceps had a scratch on the shaft,. The procedure was completing as planned.